Event description:
Per report, several minutes after the successful transfemoral deployment of a sapien 26mm valve, the echocardiogram showed a pericardial effusion, the patient subsequently expired despite the physician's rescue efforts. Summary of the case: a 22mm x 5cm nucleus bdc was used for the balloon aortic valvuloplasty (bav). The bav balloon burst during inflation. A 26mm sapien valve was deployed optimally in 50/50 position. Post deployment, the patient remained stable for several minutes. Then it was noticed on the echocardiogram a small effusion in the pericardial space that was growing slowly at first, but then faster as a few minutes passed. The decision was made to perform a pericardiocentesis and 1500cc of blood was drained over an hour. The patient became unstable requiring chest compressions and cpb support. After an hour, the effusion showed no signs of subsiding and a decision was made to open the chest to see if they could determine the cause of the bleeding and repair it. The cardiothoracic surgeon tried this for about an hour without success. The patient decompensated during this hour and a decision was made to cease the rescue measures and the patient expired on the table. The echocardiogram showed no annular rupture and no perforation or dissection of the aorta. In reviewing everything after the case with the physicians, it was noted that the balloon during a prior bav procedure performed 3 months prior had also burst during inflation. It is not known exactly what happened, however, the physicians think that there was a sharp spicule [ew1] of calcium which caused both bav balloons to burst and also caused a hole in the lvot upon the deployment of the sapien valve. The surgeon believes that this sharp spicule of calcium was located on the right coronary cusp (rcc), causing a hole on the back side of the heart which could not be closed without going into the chambers of the heart.

Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, the exact root cause of the pericardial effusion cannot be confirmed; however, per report the physician attributes the pericardial effusion found after valve deployment to a cardiovascular injury caused by a right cusp sharp piece of calcium. There was no allegation of a malfunction of an edwards's device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.